Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experiences low blood glucose (bg) levels in the mid 40's (mg/dl) to 50's (mg/dl) in the afternoon. The user does not think the bg level is due to the pump and stated that it has to do with them. The user then reported a bg level in the 70's (mg/dl) and stated that "things change". The user addressed bg level with a snack.